Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a mcl reconstruction, the surgeon tried to insert the peek tenodesis screw, ar-1540ps, but could not get it to engage. A second peek tenodesis screw, ar-1540ps was opened and inserted on the ulnar side. No further details, additional information requested. Additional information provided on 12/28/2018: it was reported that since the surgery was open procedure, the surgeon did not have to create a portal on the ulnar side. When asked the quality of bone, the response was "not provided." No further details provided.